Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that on (B)(6) 2018 at approximately 2:15pm, the customer was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion (troubleshooting determined a dead battery). It was further reported the customer experienced headaches, "could not breathe", and "everything around was her dark", so paramedics were called and customer was given a peanut butter jelly sandwich and 3-4 oz of cranberry juice by her caregiver. At 3:00pm, paramedics arrived and customer was treated with "sugar water", jelly, and "insulin injection" (dose/type unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visually inspected returned meter, no physical damaged observed. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed. This also serves as a correction report. (Pma510k#) was incorrectly documented in the initial MDR 30 day report. Pma510k# has been updated.

Event description:
Customer's caregiver reported that on (B)(6) 2018 at approximately 2:15pm, the customer was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion (troubleshooting determined a dead battery). It was further reported the customer experienced headaches, "could not breathe", and "everything around was her dark", so paramedics were called and customer was given a peanut butter jelly sandwich and 3-4 oz of cranberry juice by her caregiver. At 3:00pm, paramedics arrived and customer was treated with "sugar water", jelly, and "insulin injection" (dose/type unspecified). There was no report of death or permanent impairment associated with this event.